Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the attempted lead exhibited high threshold values and placement difficulty. The surgeon suspected an anomaly due to the lead falling off easy after being fixed, and repeated attempts to rotate the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.